Event description:
The customer alleged that at the time when her contour meter was showing high readings, she presented with symptoms of hypoglycemia such as shakiness, sweating and unawareness. The customer did not provide any further event details. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.